Event description:
Healthcare professional reported, left-side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: observed, opening in the anterior side assessed as surgical damage. Additional observations: ¿crease flat observed on the device. ¿black particle observed on the device. ¿black particle observed on the fill channel. No further actions are required as the device was implanted.